Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter device after having a sling device. No patient complications were reported in relation to this event.